Manufacturer narrative:
The device history record for the lot was reviewed. There was one deviation that affected sn (B)(6) during sterilization; therefore, the lot was re-sterilized to meet specification. The approved router permits up to 3x sterilization, therefore this re-sterilization process is permitted and is not expected to impact the catheter or flow. Sn (B)(6) was pulled for pyrogen testing prior to the second sterilization and then returned to the lot per normal manufacturing procedure. No other deviations or nonconformances occurred affecting (B)(6). As the complaint is not evident after troubleshooting in the or and after two refills with the patient, the root cause of the complaint is ultimately undetermined. Blank fields in the MDR form represents unknown information. If further information is received at later date,

Event description:
It was reported to intera from a healthcare provider that an intera 3000 hepatic artery infusion pump was difficutl to prep prior and during implant. During prep, tt was reported that the initial flow was not a clear stream when injecting 4 ml into the catheter, but rather the low dose heparinzed saline was dripping. The scrub tech injected another 6 ml of the low dose heparinzed saline which at that time there was a clear stream coming from the catheter tip. Total volume injected was 10 ml. Then, the pump was cooled to 95 deg f and beading, the scrub tech inject another 6 ml to confirm there was a nice flow when the low does heparin from the catheter. Upon implant and after suturing the catheter into the artery (gda), the surgeon was unable to inject into the catheter. They confirmed twice the needle was in the correct position. The suregon attempted to inject with a 2nd special bolus needle but still could not inject. The surgeon then unsutured the catheter in case the ties were too tight, still could not inject. The suregon removed the catheter from the artery completely and still could not inject used a 3rd special bolus needle. The surgeon decided to cut the catheter and use a tapered catheter to connect to the artery. After suturing the tapered catheter to the pump catheter, the rest of the procedure with injection of 10 ml of low dose heparinzed saline and methylene blue went 'perfectly.' The follow up with the healthcare provider afterwards stated that there were two refills performed with a calculated flow rate of 1.4 ml/day, indicating near or expected flow. No adverse consquences were reported.